Event description:
New information received noted that on (B)(6) 2018 the asymptomatic patient presented in the operating room for right ventricular lead replacement. Fluoroscopy revealed externalized conductors. The right ventricular lead was capped and replaced. The patient was stable.

Manufacturer narrative:
No other the device was not returned for analysis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with an event of non-sustained ventricular tachycardia episode that appeared to be caused by right ventricular lead noise. The patient did not receive any therapy. No intervention or additional information was reported.